Event description:
On (B)(6) 2010, on call back to the pt, pt reported there was insulin spilled in the cartridge compartment of the infusion device when the plunger became stuck on the piston rod. Pt stated she had to pour the insulin out of the cartridge compartment. Reviewed cartridge change process. Pt reported she was twisting the infusion adapter to remove the cartridge and received some resistance; next she pulled the cartridge out of the infusion device. Pt has switched to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was returned; a replacement infusion device was sent.